Event description:
There is no indication that the product caused or contributed to an adverse event. The patient claimed that they obtained a blood glucose result of "330 mg/dl" with the subject meter and within 30 minutes obtained a blood glucose result of "210 mg/d;" on an ultramini meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the alleged inaccurate high results were not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.